Event description:
It was reported that post stenting procedure with an unspecified xience stent difficulty with the sense of taste has been experienced. It is almost reduced and often is a metallic taste by mouth and on the lips. A new blood thinner medication was introduced after the surgery/procedure. The cardiologist changed the medication to a generic plavix; however, it has not resolved the issue. A prior 7 year stent placement with plavix did not yield any issue such as this. As this was noticed about 1 week post new stent placement, it is felt to be related. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information in this case, there was no reported product deficiency and the product was not returned. Additionally, patient effect of hypersensitivity, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.